Manufacturer narrative:
The unit was received with a blank display due to a corroded lcd board. The unit was unable to perform functional testing including the operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to the blank display. The following physical damage was noted: minor scratched lcd window, cracked lcd window, cracked casing at the display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she discovered a blank display anomaly before she was going to shower. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer mentioned a crack on the upper left corner of the lcd screen. The device had been dropped in the past. The insulin pump was returned for analysis.